Manufacturer narrative:
The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Please note that the event date is unknown as represented by (B)(6) 2013 of this medwatch report. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, an optease retrievable filter was implanted, but could not be removed within the accepted time period of retrieval. No additional patient or procedural information has been provided. The product was not returned for analysis. Additionally, as the sterile lot number was not available, the device history record review could not be performed. The product's instructions for use (IFU) indicates available data from retrievals in a (B)(4) and a (B)(4) review suggest that the optease filter can be safely retrieved ((B)(4)). The IFU indicates that the optease retrievable filter can be retrieved up to and including (B)(4) after placement (ce mark). The optease filter is considered a permanent filter if it is not retrieved within a clinically suitable time period. Intimal overgrowth is the most likely cause and known potential complications related to filter retrieval. Based on the lack of information and the inability to assign or determine a root-cause no corrective actions will be taken at this time.

Event description:
As reported, an optease retreivable filter was implanted, but could not be removed within the accepted time period of retrieval. No additional patient or procedural information has been provided.